Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Technical services advised some testing and programming options. There were no adverse patient effects. The system remains implanted.